Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011 the lay user/patient's father contacted lifescan (lfs) alleging that the onetouch ultralink meter was not powering on. The medical surveillance specialist (mss) was unable to reach the lay user/patient's father for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient's father was not able to specify when the alleged issue began. It is not known what type of diabetes medications the patient was taking or what action the patient took at the time of the alleged issue. The patient's father indicated the patient had "symptoms of high blood sugar", but he was not able to specify if the symptoms happened before or after the alleged issue began. It is also not known if the patient received any medical treatment after the alleged issue began. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, the meter was not misused, the correct test strips were used, and the batteries needed no replacement. The alleged power issue was not resolved with training since the power button and the test strip insertion per the owner's manual did not turn the meter on. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient's father claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms of a serious injury possibly after the alleged meter issue began.